Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. A synergy ous mr 3.50 x 32 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination found damage to the proximal end of the stent with stent struts bunched in a distal direction. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a tortuous coronary artery. Following pre-dilation with a semi-compliant balloon catheter and intravenous ultrasound (ivus) was performed to check the lesion. A 3.50 x 32mm synergy ii drug-eluting stent was advanced to treat the lesion. However, during insertion, advancing difficulty was encountered; hence, the device was removed and it was noted that the proximal side of the stent strut was lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a tortuous coronary artery. Following pre-dilation with a semi-compliant balloon catheter and intravenous ultrasound (ivus) was performed to check the lesion. A 3.50 x 32mm synergy ii drug-eluting stent was advanced to treat the lesion. However, during insertion, advancing difficulty was encountered; hence, the device was removed and it was noted that the proximal side of the stent strut was lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported.